Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the reported failure was determined to be component degradation, with the most probable cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a chip was found at the instrument channel outlet of the bronchofibervideoscope. There was no patient involvement.